Manufacturer narrative:
The lead was returned due to infection and patient death. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-100005. It was reported a patient presented to the hospital with septic shock. The patient passed away on (B)(6) 2025. It was unknown whether any abbott device or device related procedure contributed to the death.